Event description:
It was reported that this pacemaker exhibited possible right ventricular (rv) loss of capture. The patient experienced pre syncope symptoms. The device remains in service. No adverse patient effects were reported.